Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The following physical damage was found: minor scratches on the lcd window, and cracked casing at the reservoir tube window corners and battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.